Manufacturer narrative:
It was confirmed during evaluation of the device that there was damage to the collet and bearings.

Event description:
It was reported that the adjustable wire collet heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.

Event description:
It was reported that the adjustable wire collet heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Evaluation pending return of device.